Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified. This occurred in the therapy initiated on (B)(6) 2013, during night drain cycle four. The patient's ultrafiltration reading was 2599 ml, indicating the home patient (hp) drained 2464 ml more than their maximum programmed fill volume of 2700 ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation was completed. This event represents an ancillary service event. The iipv event was confirmed through an event history log review. The cause was one or more cycle advances to the next fill when a slow/no flow occurred, above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.